Manufacturer narrative:
Olympus (B)(4) was informed that testing with a spare laryngoscope confirmed that the reported endoscopic image problems were due to a defect in the endoscope rather than the device. Therefore, the device was not sent to the (B)(4) service department. The repair history of this device showed that the looseness of the connector unit was repaired. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the unstable connection due to defect of video connector. This defect may have been caused by physical stress due to user handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the video connector was defective and the endoscopic image flashed during otorhinolaryngology inspection. This device was used in combination with the olympus endoscope enf-vt2. The procedure was completed without replacing the device. There was no report of patient injury associated with this event.